Event description:
It was reported that the patient felt dizzy, was short of breath, and went to the hospital. A holter monitor found what was described as 'ECG long intermission'. The device was replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: no anomalies found. Other: it was reported that the patient felt dizzy, was short of breath, and went to the hospital. A holter monitor found what was described as 'ECG long intermission'. The device was replaced. No further patient complications have been reported as a result of this event. Actual device involved in incident was evaluated. Electrical tests performed; mechanical tests performed. Visual examination: device performed according to specifications. Device evaluated and alleged failure could not be duplicated.